Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
It was reported that the handle was broken during removing. The event did not happen in surgery.

Manufacturer narrative:
Product complaint #(B)(4). The impacted product was originally addressed as "unknown handle" before finally updating the product information to "bi mentum version guide" this altered the initial type of reportability determination that the product had, from a standard reportability determination for us FDA - device, to the us FDA - importer reportability determination, since bi mentum version guide is an imported product. Since there was no patient consequence or injury, the event is addressed as a non-reportable event for importer products.